Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-02960. The patient has four leads implanted; two from each lot. It is unknown which lead was revised, therefore we are reporting on all possible leads. It was reported the patient underwent surgical intervention on (B)(6) 2016. The physician repositioned her right super orbital lead to improve coverage.